Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the coil delivery wire was found to be broken/fractured. The main coil was found to be kinked/bent. The main coil was found to be stretched. The suture was noted to be intact. Functional testing was not performed due to damaged coil delivery wire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared/set-up as per the directions for use with continuous flush being implemented. The device was returned for analysis and the main coil was found stretched and kinked/bent . The delivery wire of the coil was found to be broken/fractured. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the ar code 'main coil difficulty inserting' as reported and as analyzed code 'main coil stretched' and ¿main coil kinked/bent' and to the as analyzed codes 'coil delivery wire broken/fractured during use'.

Event description:
It was reported that during the procedure, physician faced difficulty in pulling the subject coil out of the microcatheter and it got disintegrated and the delivery wire of the subject coil was kinked. The device was returned for analysis and investigation of the device revealed that the delivery wire of the subject coil was fractured/broken during use. No clinical consequences were reported to the patient due to this event.